Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and met all release criteria. The physician released the closure device and successfully implanted the device in the laa of the patient. A contrast injection was performed after the device was released and an air bubble was released in the patient. The patient was monitored and there were no blood pressure or patient rhythm changes that occurred. The air embolism resolved without treatment or intervention. The patient was going to be monitored overnight before being discharged. The patient is expected to make a full recovery and there were no other complications that were reported to have occurred.